Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not boot up or save images. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.